Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was observed under x-ray imaging and was found the lead had no slack and the suture sleeve was loose. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were capturing problem, lead slack issue, and suture sleeve loose. As received, a complete lead was returned for analysis. The reported event of a capturing problem was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation at 18.5 cm to 19.1 cm from the connector pin consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil at the abraded location. Electrical testing and x-ray examination did not find any indication of conductor fractures. All other damages were consistent with procedural damage.